Event description:
A customer reported to a baxter sales representative of a continu-flo set with a no flow detected when the set is involved in a piggyback setup. There was also no flow when the set was accessed by a bd syringe. One of the valves was used to administer the antibiotics. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). The customer sent in an actual and a companion sample that were evaluated for no flow. Visual inspection was performed on the samples and the reported condition was not confirmed. The samples passed slit visualization testing with an in-house becton dickinson 10ml male luer lock syringe. The syringe was applied to the clearlink y-sites and the baseline slit was detected in the samples. The samples passed fluid path occlusion testing, referee testing, and under water pressure testing at 8psi. An in-house secondary medication set (B)(4) was connected to the primary sets. The secondary set was hung assuring the height of its container and chamber are above the primary container and chamber. The purpose of this test is to check the general function of the product and the adequacy of the directions for use. A batch review was performed on the reported lot and no deviations were found. The sets worked according to the procedure and the reported condition was not confirmed in the samples.